Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Visual evaluation reveals the device was returned without the eyelet or sutures. No abnormalities observed to the driver or anchor.

Event description:
On 01/19/2022, it was reported by a sales representative via phone that a ar-8979p swivelock anchor pulled out. This occurred on (B)(6) 2022 during a kinder procedure when the surgeon inserted the anchor into the bone and it inserted accordingly, however when the sutures were tightened the anchor pulled out. The surgeon removed all fragments, and completed the case successfully using another swivelock they had. The bone socket was prepped using a drill from the ar-8979ds kit, the patients bone quality seemed good. There was no harm to the patient.